Event description:
Initial calcium result 10.3 mg/dl, repeat of same sample 9.2 mg/dl. No information provided to determine if results were used to guide therapy. Root cause analysis is ongoing. If additional information is received, appropriate notification will be provided.